Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, two patients experienced infection after bioglue use. Six months after the initial operation, a pneumonectomy was required. The patient had empyema. Additionally, bioglue was found to be "floating" in the patient's chest.

Manufacturer narrative:
According to the report, two patients experienced infection after bioglue use. Six months after the initial operation, a pneumonectomy was required. The patient had empyema. Additionally, bioglue was found to be "floating" in the patient's chest. Despite numerous attempts to obtain further information, the surgeon who reported these events declined to be involved in the complaint process. Lot numbers and further details were not provided. Additionally, the dates the events occurred are not known and therefore shipping records could not be reviewed to identify possible lot numbers of the bioglue involved. At this time, there is insufficient information available to perform an investigation of this complaint. Should additional information become available at a later date the complaint will be reopened and the information will be evaluated.